Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing found an 'error 25' from the generator was occurring and causing resolution issues. The x-ray batteries were replaced, thus resolving the imaging issues and generator errors. The imaging system then passed the system checkout and was found to be fully functional and ready for clinical use. No parts have been received by medtronic for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when attempting to take 2d images with the imaging system, the images were coming back gray. The first attempt came over ok, but the issue happened when they attempted to take a second image. The radiologic technologist (rt) rebooted the system but it didn't resolve the issue. The medtronic representative could not confirm the last time a rad gain calibration had been completed. The surgeon decided to abort use of the imaging system and switched to a c-arm. It was reported that there were no unused spins as the system failed prior to conducting a spin. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.